Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2017 that the hcp was considering taking the patient (who was not currently their patient) on to refill the pump for home infusion. It was stated on the call that the patient had saline in the pump due to ¿side effects¿ and also that the pump went empty on (B)(6) 2017. The hcp did not want to share the patient name but indicated that they would notify the managing physician¿s office to report the issues to the manufacturer. It was indicated that the hcp was not willing to share details as they were not actually caring for the patient. No further complications were reported or anticipated.